Manufacturer narrative:
H.6. Investigation summary: one sample was returned to sbdm, lot number is 2811212. Sbdm inspected the sample, and found hair inside the chamber. House sample inspection: sbdm inspected 25 pcs of house samples from lot 2811212, no fm is found. Device history record review: sbdm reviewed the manufacturing record for lot 2811212, no abnormality was observed. Customer complaint review: sbdm reviewed customer complaints, there is no same issue from other customer for same product. Root cause: from investigation, the fm of the complaint sample, hair, most likely occurred in the manual components (chamber & spike) inspection process because it is unlikely for the hair to be injected into the chamber during injection process. Sbdm also suspect the hair inside of the chamber was not from head but more likely from arm or armpit as the hair was too curly to be consider from head. Sbdm concluded that the hair fm occurred due to loosen band on the wrist of the cleanroom working clothes. Subsequently, the hair from arm of armpit dropped onto the chamber inspection table and it was moved into the chamber. Corrective actions: sbdm had quality training on this customer complaint for i.v set assembly line workers and quality inspectors. Sbdm implemented tightened product & process monitoring and strengthening quality inspection for chamber inspection and i.v set process inspection. Sbdm conduct cleaning manufacturing line, inspection table and assembly table 3 time a day, before start work, before lunch and after finish work, according to working place clean procedure. Sbdm enhance cleanroom clothes regulation for all workers (anti-dust inner cap with anti-dust cap) to prevent fm(hair) in the i.v set assembly process. The inner cap could catch hair inside the cap so, hair drop could be prevented.

Event description:
It was reported with the use of the bd¿ IV set sn404 w/o bp y-conn there was an issue with a hair inside the chamber of the IV set.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ IV set sn404 w/o bp y-conn there was an issue with a hair inside the chamber of the IV set.